Event description:
The home patient (hp) reported being overfilled while using the homechoice cycler for apd therapy. The hp reports that they perform between 2 - 3 manual exchanges of 1500mls during the day, prior to the start of their apd therapy at night. According to the hp, the last manual exchange is drained out at the start of the apd therapy during the initial drain phase. The hp relates that during the initial drain, they felt that the cycler had not completely drained them of their manual day exchange before advancing into fill 1 and delivering the programmed fill volume of 1600mls. The hp relates that after receiving their fill 1 they felt overfilled and manually drained approximately 2500mls of fluid, which is 900mls greater than the programmed fill. There was no patient injury or medical intervention as a result of this incident.